Event description:
It was reported that a patient underwent an atrial fibrillation (af) ablation procedure with a thermocool smarttouch catheter and the patient experienced a cardiac perforation which required pericardiocentesis and prolonged hospitalization. . The case started by performing two transseptal punctures across the septum to access the left atrium (la) with using only the x-ray, and according to the physicians it was a good and smooth transseptal. After the two transseptal punctures, the thermocool smarttouch catheter and pentaray catheters were introduced to the la through two long sheaths (preface). Mapping was started using the pentaray catheter and when mapping was finished, there was no comment from the physician that he was facing or noticing any problem. The issue happened when starting to ablate in the ridge in la and afterwards a high impedance reading displayed each time the doctor ablated. The smartablate alarm notified the physician. It was also noticed that there were high readings on the graph viewer and the physician was notified. The physician decided to try another area to ablate rather than the la ridge, and the ablation was applied with no problem. The physician then checked the x-ray live screen to make sure of everything and found that the border of the heart was not moving and immediately requested an echo to check the status. The echo showed a perforation and a lot of effusion in the pericardium sac. Immediately, the physicians asked for epicardial sentence kit to handle the situation. One of the physicians started to handle the situation of the patient, and the main physician decided to ablate the right-side veins. The physician performed pericardiocentesis to drain blood from the pericardial space. After five ablation points in the la posterior wall on the right veins, the af stopped and the patient was in sinus rhythm, so the physician decided to abort without finishing the pulmonary vein isolation. Activated clotting time was 290. All ablations were performed outside the pulmonary veins. Cardiothoracic consultant advised for one more day of hospital stay for following up. The patient has fully recovered with no residual effects. The physician¿s opinion on the cause of this adverse event is the transseptal puncture.

Manufacturer narrative:
G4. PMA/ 510(k): p030031;p040036. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).